Event description:
On (B)(6)/2009, the pt's mother reported the pt lost her primary insulin infusion device and has been using her backup device for a month. She stated, the up and down buttons on her primary device was not working properly. She stated the buttons were flat and did not pop up when pressed. She said the pt's device was not dropped or exposed to water or insulin. A replacement infusion device was sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.